Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00636. The pt was implanted with an scs system consisting of an ipg and two percutaneous leads on (B) (6) 2009. It was reported on (B) (6) 2010 that the pt had experienced a lead migration and the physician replaced the percutaneous leads with a paddle lead. The explanted leads were discarded by hospital and will not be returned to ans for analysis. Follow up on the pt found that no further issues have been reported.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.